Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter gave an inaccurate result. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 between 8am and 10 am, she alleged obtaining inaccurate high results of "147 and 283 mg/dl" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for precision. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of "blurred vision and lower back pain" at an unknown time after the product issue. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.